Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would "stop working" and an orange or red light would appear on the led after customer has gone "halfway through supplies." The customer declined troubleshooting and did not provide further information. Customer's blood glucose was 302 mg/dl at the time of the report. Tandem clinical diabetes specialist was unsuccessful in contacting the customer to resolve the issue.